Event description:
Reporter indicated a vns patient was interrogated and found to be set to 0ma, which was not the intended setting. The patient was reprogrammed back to the intended settings. The reporter also stated that the patient had increased seizures. Attempts for further information and programming history are in progress.